Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error. The microprocessor unit printed circuit board assembly was replaced. It was also indicated that the electrocardiogram connector on another printed circuit board was loose. The board was replaced and recalibrated. It was further noted that the left keyboard hinge was broken and the sliding keyboard cover was missing. These parts were replaced and the programmer hard drive was reconfigured and software reloaded. The programmer passed all functional and system tests. (B)(4).

Event description:
It was reported that the programmer generated an error during an attempted software update. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.